Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving hv therapies. Upon interrogation, the device was in backup vvi mode and hv therapy was disabled. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench and no anomaly was found. The root cause of the backup vvi could not be determined.